Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a posterior colporrhaphy with enterocele repair, vaginal extraperitoneal colpopexy, revision of urethropexy and ureterolithiasis performed during mesh implantation.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse, enterocele, rectocele and voiding dysfunction. It was reported that the patient underwent the concurrent procedures of vaginal extra peritoneal colpopexy, posterior colporrhaphy, enterocele repair, revision urethra suspension and cystoscopy during mesh implantation.